Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(4) received on (B)(6) 2010 regarding a break in aseptic technique described as the patient having made a mistake and peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. At the time of this report, the culture results were unknown. On (B)(6) 2010, the patient was treated with fortum 1 gram ip once a day (continuing), vancomycin injection 1 gram ip (loading dose) and a reflin injection 1 gram ip once a day (continuing). The outcome of the event was unknown. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse stated the event of peritonitis was unrelated to dianeal. The nurse did not provide an opinion of causality for the event of break in aseptic technique. The root cause of the peritonitis was a break in aseptic technique, described as the patient having made a mistake. The batch record and analytical results for dianeal ultrabag pd2 lot number 1006024 have been reviewed and found to be compliant with the standard specification. No further information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.